Event description:
An impella cp device was inserted into the left femoral artery in a male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography and interventions (scai) e shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. Upon arrival to the intensive care unit (ICU) from an outside facility, the impella leg was mottled and unable to doppler pulses. It was thought that the impella developed a thrombus in the femoral artery. Vascular surgery was consulted for cp removal and for thrombectomy of left leg. Impella cp was removed with an escalation of therapy to an impella 5.5. The post-procedure outcome is survived at explant. The impella functioned at p-9 at 3.7 l/min as intended with d5w sodium bicarbonate in the purge solution. Limb ischemia can be attributed to a patient's vessel characteristics and/or large bore access cannulas. In addition, vasopressor support can cause peripheral vasoconstriction. Thrombus (thrombosis) can occur due to inadequate anticoagulation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.